Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 370 mg/dl and vomiting. Troubleshooting was performed, and the basal rates were programmed, but the nurse didn't know if they were correct. The insulin pump passed the prime and high pressure tests. After reviewing the bolus history, found that the customer had not delivered any boluses for six days prior to being hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.